Event description:
New information received notes that right ventricular over-sensing was caused by the patients left ventricular assist device. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise resulting in episodes of non-sustained right ventricular over-sensing. Subsequent isometric evaluation was unable to reproduce the noise. The patient was not pacing dependent, and no interventions were made.